Manufacturer narrative:
As reported, the hydrosurg irrigator leaked saline with green solid material. The subject product was returned for evaluation. Visual examination of the returned device found corrosion inside the hydro-surg battery case. Based on sample evaluation, fluid leaked into the pump housing and presented in the area the battery housing and passed the lip seal barrier. Rtv is identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, root cause is determined to be manufacturing related. Sample evaluated.

Event description:
As reported, during a preclinical animal study laparoscopic procedure on (B)(6) 2022, the hydro-surg irrigator device was used. It was reported that upon completion of the procedure a pool of saline was identified beneath the IV pole. As reported, the unit was removed from the IV pole and some ¿green solid material¿ was visible in the saline pool.